Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. After the 3x12 mm synergy drug-eluting stent was placed, post dilatation was performed with a 3.50mm x 12mm nc emerge balloon catheter. However, during the fourth to fifth inflation at 16 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There was no patient complications reported.